Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cr vivacit-e 40mm brng std, cat# 110031427, lot# 64980843. Mini tray +10mm cocr +3 offset, cat# 110031404, lot# 64323385. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 -02619.

Event description:
It was reported that a patient underwent a revision procedure due to a chronic dislocation of a comprehensive reverse shoulder. The bearing and tray were revised. Attempts have been made and additional information on the reported event is unavailable at this time.